Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. Customer¿s blood glucose level was 120 mg/dl. At the time of the report, the pump touch screen had gone completely black due to a wake button issue; therefore, trouble shooting could not be performed and no additional information was provided regarding this issue.